Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported event as the tubing was identified as having been cut down to the pump block, therefore, no tubing was returned for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and failed the inflation test. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) did not work properly. A revision surgery was performed and tests revealed a crack in the pump connecting tube. Therefore, the pump was replaced. The cause of the crack in the pump connecting tube was not detailed by the hospital. The patient had a stable outcome following the surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) did not work properly. A revision surgery was performed and tests revealed a crack in the pump connecting tube. Therefore, the pump was replaced. The cause of the crack in the pump connecting tube was not detailed by the hospital. The patient had a stable outcome following the surgery.